Event description:
As the wire guide and catheter were being advanced up to carotid, the physician noted the tip of catheter moving with the wire guide. The tip was determined to have separated from the catheter. The wire was retracted and the tip pulled back down to the aorta. The separated segment was subsequently retrieved.